Event description:
During two of our bariatric cases, the stryker disposable suction irrigator leaked twice. The irrigation leaked all over the floor, which could be a hazard if someone trips. Per hospital reporter, the manufacturer has been communicating via email, but no resolution has been communicated to reporter.